Event description:
It was reported that a (B)(6) female patient who underwent a breast augmentation primary with mentor smooth round high profile, 420cc, saline breast implants has experienced bilateral ptosis post-operative. As a result, patient underwent bilateral mastopexy and bilateral augmentation with mentor saline prosthesis on (B)(6) 2021. This report relates to the right prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: ptosis. Remedial action initiated type#: 3005423519-10/12/2021-00. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 21, 2021, mentor became aware that the initial report has some errors, which will outlined in this report. The date of explanation for the deflated left side was on (B)(6) 2021, which patient underwent unilateral replacement. The right implant was not deflated and was not explanted. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: this report relates to the right prosthesis. Manufacturer¿s reference number: (B)(4) the even: patient had breast augmentation primary and received two saline implants, during post-op examination, a deflation was diagnosed. As a result patient underwent unilateral replacement on (B)(6) 2021.

Event description:
Hold for ag 2.18.2022 it was reported that a (B)(6) female patient who underwent a breast augmentation primary with mentor smooth round high profile, 420cc, saline breast implants has experienced bilateral ptosis post-operative. As a result, patient underwent bilateral mastopexy and bilateral augmentation with mentor saline prosthesis on (B)(6) 2021. This report relates to the right prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: ptosis. Remedial action initiated type#: 3005423519-10/12/2021-00. Manufacturer¿s reference number: (B)(4).